Manufacturer narrative:
The tech found the ground pin was broken on the power cord plug. He replaced the plug to repair the bed.

Event description:
Info received indicates the bed has a high ground reading.